Event description:
Customer reported that she was having problems with her insulin pump. Unit alarmed motor error, squirted the insulin out during the manual prime and the drive support cap was indented. Customer was able to push it in and insulin exited from the infusion set. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.